Event description:
Additional information obtained identified the ipg was replaced due to the device being inoperable due to reaching end of life. Surgical intervention resolved the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2019, wherein the ipg was explanted and replaced. Reason is unknown. No additional information available.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.